Manufacturer narrative:
The device has been received for analysis. During product analysis it was reported that the device passed all test performed, showing no evidence of the reported failure. The no problem detected code was selected for the guidewire stuck allegation. The allegation was unable to be confirmed, and no evidence or abnormalities were observed during the analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave catheter was selected for use. The device was prepared without issues, was inserted into the patient and completed ablation on the left superior pulmonary vein (lspv). Then, the physician attempted to retract the wire and noted that it was stuck. The catheter was removed from the patient and it was found some wire debris at the catheter tip. The catheter was replaced and the new catheter also had a guidewire load issue, so it was replaced again. The procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory,

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave catheter was selected for use. The device was prepared without issues, was inserted into the patient and completed ablation on the left superior pulmonary vein (lspv). Then, the physician attempted to retract the wire and noted that it was stuck. The catheter was removed from the patient and it was found some wire debris at the catheter tip. The catheter was replaced and the new catheter also had a guidewire load issue, so it was replaced again. The procedure was completed successfully. No patient complications were reported. The device is expected to return for analysis.